Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor is defective. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that this was the first time the unit had been in for service. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the downstream occlusion sensor was stuck at 134 millivolts. Root cause of the reported event is unknown. It was recommended to replace the downstream occlusion sensor. A nonconformance report (ncr) was created to address the incorrect/no cassette/disposable detected error codes, which is ongoing. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached in complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120